Event description:
It is reported through usp m-56291 that during surgery for anterior cruciate repair on 12/16/91, that knife blade came off knife handle and embedded in the knee. During the attempted removal, the patella tendon was lacerated. The surgery for anterior cruciate was reschedules with patient's return to the operating room on 3/16/92device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.